Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post paced t-wave oversensing during routine follow-up was observed. Programming changes were made. Device remains implanted. The patient was stable.